Event description:
It was reported that the patient experienced a hypoglycemia event with a reported blood glucose of 41 mg/dl while using the ilet and subsequently removed the device, then treated with juice and a cracker, after which glucose increased to 164 mg/dl; troubleshooting and education were provided, including review of algorithm steps and appropriate hypoglycemia treatment. Symptoms included low blood glucose. Outcomes included stabilization of blood glucose following carbohydrate treatment. Investigation included user troubleshooting and education conducted by support staff with referral to a clinical trainer. Investigation of this case revealed no device malfunction reported and focused on user guidance for proper treatment of low glucose and algorithm use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.